Event description:
The report received indicated that during a coronary intervention, the physician was dilating a lesion in the distal left anterior descending (lad); however, the physician realized a reflow of blood to the balloon. After withdrawing the device, the physician inspected the device and realized a rupture of the balloon. The physician exchanged the device and the procedure was completed. There was no report of injury to the pt. Add'l info indicated the target lesion was a 15 mm long with a 2.5 mm reference vessel diameter and was described as a type b2 lesion. The product was prepped and inspected as per the instructions for use and appeared perfect.

Manufacturer narrative:
The product is available for eval; however, as of to date, it has not been returned. Add'l info will be submitted within 30 days upon receipt.